Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction. Corrected fields: b5, d4 expiration date null updated, added e1 - city and postal code, h6 - device problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit was depressed and leaking. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow manufacturer's instructions. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a green image despite white balance and error message "e853 white balance incomplete" was displayed. The issue occurred before the procedure during testing of the device.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a green image displayed. There were no reports of patient harm.